Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder], severe and permanent physical injuries [injury], zinc toxicity [metal poisoning], extensive neurological damage [nerve injury], severe numbness in upper and lower extremities [hypoaesthesia], severe pain in upper and lower extremities [pain in extremity], severe tingling in upper and lower extremities [paraesthesia], severe burning in upper and lower extremities [burning sensation], severe weakness in upper and lower extremities [muscular weakness], [dizziness [dizziness], difficulty walking [gait disturbance]. Case description: an attorney reported that their adult female client, now age (B)(6), used fixodent denture adhesive, version unk cream and/or super poligrip denture adhesive, unspecified total daily uses beginning 1979 to present, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity and extensive neurological damage resulting in symptoms that include severe numbness in upper and lower extremities, severe pain in upper and lower extremities, severe tingling in upper and lower extremities, severe burning in upper and lower extremities, severe weakness in upper and lower extremities, dizziness and difficulty walking. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.